Event description:
It was reported to boston scientific corporation that an rx cholangiogram kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the ercp procedure, the jagtome rx sphincterotome component of the kit would not pass through the scope. They removed the first scope and used a second rx cholangiogram kit and another scope to complete the case. It was discovered after the first scope came back from being repaired that the sponge from the biopsy cap component of the kit had dislodged and was found inside the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.